Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher and lower than expected results were obtained from two different levels of non-vitros biorad ethanol/ammonia controls, lot 54390, using vitros ammonia (amon) slide lot 1020-0265-8247 on a vitros 5600 integrated system. Biorad level 1 amon results of 115.5 and 169.9 ?mol/l vs. The expected result of 26.71.1 ?mol/l. Biorad level 3 amon results of 171.7, 174.3, 169.0, 272.5, 396.1, 269.4, 268.9 and 273.3 ?mol/l vs. The expected result of 223.2 ?mol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of affected patient results and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 606180.

Manufacturer narrative:
The investigation concluded that higher and lower than expected results were obtained from two different levels of non-vitros biorad ethanol/ammonia controls, lot 54390, using vitros ammonia (amon) slide lot 1020-0265-8247 on a vitros 5600 integrated system. The assignable cause of the event was determined to be an instrument related issue likely due to the dirty cm/rt incubator evaporation caps. Vitros amon within run precision testing was unacceptable and atypical within-lab vitros amon quality control (qc) performance was observed on the vitros amon slide lot 1020-0265-8247. An ortho field engineer (fe) went on site and discovered the cm/rt incubator evaporation caps were extremely dirty and could have been causing ammonia contamination. The ortho fe replaced the cm/rt incubator evaporation caps and cleaned the cm/rt incubator ring. Following those actions acceptable quality control results and within-run amon precision results were obtained indicating the vitros 5600 integrated system was performing as expected.